Manufacturer narrative:
Aware date corrected from 12/29/2022 to 12/28/2022.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up code # 10. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse replaced the pcba executive processor board to resolve the issue. Performed helium transducer calibration, 30 psi pressure transducer calibration and all manifold tests. Machine power cycle to user mode with no "power-up test fails code #10". The failure analysis and testing dept. Received pcb,exec processor with a reported unit failure of power up test fails error code 10. The failure analysis and testing dept. Performed a visual inspection, and found the board to be in good condition. The failure analysis and testing dept. Installed the pcb,exec processor into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The failure analysis and testing dept. Could not verify the power up error of code 10, but did verify a f5 code on the exec processor board led codes. The f5 code task description is the software failed to load image out of the onboard flash. The software would not load and a system alarm was heard. The failure analysis and testing dept. Verified code f5. The failure analysis and testing dept. Could not verify code 10, because of the software not loading. The board failed testing. Sending the board to the supplier per procedure number 0002-07-d008 rev. Ak. The board was shipped to the supplier. The fat dept received pcb,exec processor from the supplier. The supplier evaluation states the following:no defects were detected during the input test process. The results of ict, hi-pot, fct, and manual tests all passed. The fat dept will retain this part as per procedure 0002-07-d008. The non conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up code # 10.